Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue replaced the power management board to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released for use.

Event description:
It was reported that while the fse was performing coiled cord field action it was found that, batteries of cardiosave intra-aortic balloon pump (iabp) was not charging. There was no patient involvement.